Event description:
The user facility reported that water was leaking from the washer. An employee slipped on a water puddle in the vicinity of the washer and bruised her hip and felt pain in her elbow and tailbone. The employee went to the employee health department but no treatment was received. The employee returned to work that afternoon and is fine with no sustaining injuries. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found a leak located on the recirculation piping. The technician repaired the leak and returned the unit to service. The unit is under steris service contract and was last serviced on (B)(4) 2012 during preventive maintenance.